Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump was run for a minimum of 24 hours with no cs alarm occurrences. No call service alarms were found in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.